Event description:
Per the clinic, the device has extruded out of the cochlea resulting in the decision to discontinue use of the device. Reinsertion of the device into the cochlea is planned but has not taken place at the time of this report (B)(6) 2011.

Manufacturer narrative:
(B)(4).